Event description:
The hcp reported that the pt experienced overdose symptoms of weakness and sedation 1-2 days after a refill visit. The pt was currently hospitalized, but reported to be in fair condition. The pump volume was checked. The expected reservoir volume was 3cc; however, the actual volume was 0 cc. No pump alarms had been heard. An MRI had been done to rule out other medical complications and nothing was found. The hcp suspected that the incorrect concentration was put in the pt's reservoir at the refill visit. The pump was used to deliver baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.